Event description:
Allegedly, during a spinal procedure, the teeth of 2 trephines broke and a small amount of metal particles became imbedded in patient bone. Doctor does not think this presents a risk because the particles are so small and will not release from the bone. Procedure was completed.

Manufacturer narrative:
The 28163ftm trephine was returned for evaluation; the 28163ftk was not. Three to four teeth are broken off the distal end of the trephine; the doctor stated that some of the trephine's teeth broke off as he rotated it in order to carve the edge of the superior articular process vertebral bone and only a small arc of the distal circular cutting edge of the trephine was in contact with bone during the cutting procedure. We think this may have caused undue stress on the teeth resulting in breakage.